Event description:
The consumer on behalf of their mother reported a false negative result with the binaxnow covid-19 antigen self-test performed on an unknown date. The consumer stated another brand of antigen self-test was performed and generated a positive result on an unknown date. Although requested, no further information was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use; device discarded